Event description:
I applied to have an esteem hearing aid installed in my head; I went through all the mandatory pre-operation procedures, cat scans, chest x-rays, blood work, etc. After the hearing aid was installed ((B)(6) 2014), immediately I felt head dizziness and some vertigo. In fact, I fainted once (no harm). When I pulled on my right ear lobe, it caused my eyes to rapidly move right to left in a very fast motion. After several doctor visits, a second operation was performed on (B)(6) 2014 and the doctor advised that I had an ear fistula. The level of dizziness reduced by about 50% , but still there and very uncomfortable. Additional tests and doctor visits were done, but no improvement. In addition, after waiting eight weeks the audio was turned on in the esteem hearing aid (this is normal to allow the inner ear and head to heal) and for 2-3 days, the audio was normal. Then the audio changed and what I heard was now distorted and totally not normal. Again more tests and doctor visits, but no improvement: dizziness and distorted audio. The doctor who installed the esteem hearing aid suggested I see a doctor in (B)(6) (I'm in (B)(6)) who has done close to 200 of these installations. On (B)(6) 2014 I had surgery on my ear canal. The audio improved for 2-3 days, but then reverted to distortion. Dizziness was still present and had not changed. I returned to (B)(6) and saw my local doctor for more tests and procedures. Nothing helped. The doctor in (B)(6) said that if after changes he made on (B)(6) did not solve my problem, he suggested that the esteem hearing aid be removed. I returned to (B)(6) and the hearing device was removed on (B)(6) 2014. Afterwards, the dizziness was still present. Of course with the device being removed, distorted audio was no longer an issue, except loss of some hearing in the right ear. After over 8 months, my dizziness is still present. My primary care doctor advised that I go to (B)(6). I went there ((B)(6)) and spent 8 days.